Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultra meter. The patient also alleged that the meter had displayed a battery symbol and would no longer power on. The medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010, and was able to obtain/verify information. The patient manages her diabetes with self-adjusted insulin (unspecified type). The patient indicated that the alleged issue started on (B) (6), 2010, at an unspecified time during the morning. At that time, the patient also claimed that the meter was displaying a battery symbol and would not turn on. Due to the alleged issues, the patient claimed that she could not test her blood glucose. She could not recall if she took any insulin that same morning although she could not test. Later that same morning and into the afternoon, the patient claimed that she tried calling lfs for assistance with the meter but was unsuccessful for an unknown reason. As a result of not being able to test and trying to contact lfs, the patient stated that her lunch was delayed. As a result of not eating lunch on time and not being able to test, the patient alleged that she suffered a low blood glucose episode and had developed a symptom of shakiness. The patient administered self-care by eating lunch. The alleged "apply sample" issue was resolved with troubleshooting. The patient refused replacement of her products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.